Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have an error c34. The unit was place on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The erbe is in good condition. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) generator failed to work and displayed error c-34. The surgeon noticed that the monopolar inputs did not work; therefore, the energy device was changed to an external generator to complete the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: upon powering on the system, the input 2 of the iesu generator was already failing. Monopolar input #2 was not working at power on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive the da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.